Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not delivering the dose. The issue was discovered after priming the device. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device battery compartment, which was determined to be faulty. The device battery compartment was replaced, and the device passed all testing. Service history identified the complaint was not related to a previous service of the device within the review period.